Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have a tumor in their lung. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have a tumor in their lung. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation there was no sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.